Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the his insulin pump's drive support cap is sticking out. The customer's blood glucose was not provided at the time of the incident. The customer also stated that it occurred while changing the pump. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The drive support disk was inspected and no anomaly noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).